Event description:
I'm writing about the ellume recall of covid tests. All tests in my ellume order# (B)(4) were recalled! I ordered on (B)(6) 2021, received the tests, and then heard about the recall. I opened support case # (B)(4) in (B)(6) 2021 to receive replacements or a refund, however have heard nothing about this. I spent (B)(6) on theses tests and have received no replacements nor any refund after 7 months. Can the FDA help with this fraudulent activity by ellume?; FDA safety report ID# (B)(4).